Event description:
It was reported that a possible fracture was identified by radiographic eval. The surgeon decided to revise the pt to address laxity in the prosthetic joint. Upon the surgery, no fracture was found and the implant was intact and well fixed. Due to the laxity and the pt's osteoporosis, the pt was revised using a stemmed tibial component with a posterior stabilized polyethylene.

Manufacturer narrative:
Method - the device was not returned for eval. No identification info was forwarded to zimmer tmt. No failure was identified by the surgeon.